Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded their cartridge to resolve the issue. The customer's blood glucose was "high", although specific value was not provided. Customer addressed bg level via correction injection.